Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was confirmed, as the app was still not responding. - analysis of available expertise data revealed that a remote transmission was initiated under software version 1.01.3 and then failed. This transmission was only sent several months later, under software version 1.01.4. However, the version 1.01.4 included changes in the definition and use of follow-up dates. - as a result, the follow-up date was not defined correctly, which led to the observed crash of the smartview connect app.

Event description:
Reportedly, a message is displayed on the screen of the smartview connect indicating that the app is not responding.

Manufacturer narrative:
Preliminary analysis revealed a crash of the app.

Event description:
Reportedly, a message is displayed on the screen of the smartview connect indicating that the app is not responding. Preliminary analysis revealed a crash of the app.